Event description:
The device was returned for service. During service by baxter, a broken door was found. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
The facility representative reported an occulsion alarm. Information was not providded regardingwhether or not the problem occurred during a patient infusion. Evaluation summary: the pump was evaluated by a baxter service technician. Inspection of the device found that the occlusion alarms were caused by a broken door. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.